Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition with only four partially formed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a hemorrhoidectomy. The surgeon had in place the sutures, safety released, device closed completely and the device was fired. However, the device cut but the staples were malformed. It was as if the device only fired part way and the "click" was not heard. The sutures were cut, device was removed and process was redone. Another device was used and the case was completed. There was no adverse consequence to the patient.